Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, insulet clinical product support was notified through a communication from a healthcare provider that the patient was hospitalized with diabetic ketoacidosis. The patient had been wearing a pod up to the time of hospitalization. A subsequent update from a hospital educator confirmed the patient was admitted on (B)(6) 2026 and was reported to be in a coma at that time. Multiple good faith outreach attempts were made to obtain additional information from the patient or a caregiver; however, these attempts were unsuccessful. As a result, further details regarding the event could not be obtained. A supplemental report will be submitted if additional information becomes available.